Event description:
Device 1 of 6. Ref MFR reports: 1627487-2014-03339, -03340, -03341, 03342 and -03343. The pt had 2 model 3163 scs leads (same lot number), 4 model 1192 scs anchors (same lot number), and 2 model 3341, scs extension (same lot number). It was reported the pt's original scs system was explanted due to an infection. No add'l info is available.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.